Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Reoperation on a (B)(6) patient for an arterial switch. When surgeon opened the child, he found a rock-like mass that was in the area where he applied floseal. At this point in time, the child is still in the ICU. The baxter representative had attempted to get a hold of the surgeon, but has not received a response. Bioglue and surgiflo is also used at the hospital. According to the baxter representative, the other products may have been used also. This surgery was a re-exploration for a surgery that was performed (B)(6) 2010. The purpose and type of surgery performed on (B)(6) 2010 is unknown at this time. Additional information received from the baxter representative on (B)(4) 2010: the patient survived the procedure and is in the ICU on what happens to be a lvad. Baxter is currently attempting to contact the surgeon for additional event details.